Event description:
Disposable scissor tip was placed on handle inserted through port. When doctor opened the handle the tip fell off inside the pt's abdomen. The tip was recovered without any apparent injury to the pt. The scrub-tech states that the tip went on correctly and tested ok when opened and closed. The insulation on the tip seems to interfere somewhat with the threads.